Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had multiple pump error, off no power and failed battery alarm. The customer¿s blood glucose level was 107 mg/dl. Customer did receive a low battery alert prior to the off no power alarm. The customer cannot able to run self test due to battery power being low. Troubleshooting steps were provided for failed battery and advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump had high idle current due to corrosion on lcd board. Insulin pump passed run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test and rewind test. No failed self-test alarm or failed battery test alarm noted. Insulin pump had minor scratched display window.